Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the peeled adhesive around the objective lens was traced to a component failure. However, the most probable cause of the foreign objects at the air water cylinder was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects at the air water cylinder and peeled adhesive around the objective lens. There was no patient involvement.